Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Results - a device work order search was performed and no similar complaints were found within the work order. Product evaluation found that there was clear surgical residue on the product, the lens was stuck in the cartridge, the cartridge tip was damaged, and the cartridge wall was bent. Conclusion - based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 16.0 preloaded injector. Prior to implantation, the plunger of the device overrode the lens and it became stuck in the injector. Lens was not implanted and there were not adverse events reported.

Manufacturer narrative:
Device history record review was performed - a review of the device history did not identify any deviations to the manufacturing, packaging, and sterilization process. Based on the investigation, nothing in the manufacturing of the lens and injector system was the root cause of this complaint. No definite root cause was identified. Based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be identified. A probable cause of this event is concluded to be damage during shipping or handling. (B)(4).